Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with silkam suture. The client reported that when performing uac/ucv on pre-term baby, suture knotting snapped by itself on anchoring at umbilical catheter to pre-term baby and caused bleeding. Male, born at 33 weeks and 2 days. He required intubation at birth and insertion of a uac, uvc, ccomplicated with dislodged uac. Bleeding from the stump was controlled and there was no significant blood loss, as the haemoglobin level did not drop. Additional information has not been provided.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received 45 closed samples, an open and used sample contaminated (the thread is wound on the catheter and the needle is missing) and two open and unused samples (one sample, the suture is still wound on the pack and the other sample with the suture not wound on the pack). We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia: 1.28 kgf in average and 1.17 kgf in minimum (ep requirements: 0.92 kgf in average and 0.31 kgf in minimum). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b.braun surgical requirements. Remarks: when working with silkam® great care must be taken to ensure that the use of surgical instruments, such as tweezers or needle holder, does not lead to crimping damage of the suture. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply with usp/european pharmacopoeia and b. Braun surgical requirements. Final conclusion: although the result of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for the product sent for analysis as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.